Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with unknown mentor saline breast implants that the right side deflated after implantation. The issue was diagnosed during the mammogram examination on (B)(6)2017. As a result, the patient underwent bilateral replacement on (B)(6) 2018.

Manufacturer narrative:
The previous report which was submitted on 4/20/2018 had an error on the date of receipt of the device, which the correct date is 03/23/2018, also the device evaluation inadvertently was omitted from the report. Device evaluation summary upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Product evaluation team discovered a rent measuring approximately 0.1 cm within a line of shell wear. Several lines of shell wear were also observed on both views of the device, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On 03/23/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).